Event description:
During installation of an icp sensor, the drill bit of the kit broke in the skull, during installation with the drill, resulting in a 2nd hole drilled, and larger incision and difficulties in removing the device with mobilization of the neurosurgeons.

Manufacturer narrative:
This report is being resubmitted because the previous report sent on 05/28/2025 (increment 00044) was not accepted. The device was received in besançon for appraisal. A visual and functional analysis was carried out. The drill was received in two parts: one with the index stop still attached, and the other end. In fact, it is broken at the thinnest part ("core"), at the level of the cutting part. Numerous clamping marks are present on the second part. This may reflect the use of pliers. Dimensional inspection of the returned components did not reveal any anomalies that might explain brittleness, particularly in the "core" of the drill bit (breakage zone). Analysis of the traceability of the returned drilling sub-assembly revealed no problems. The last functional check was carried out on 10/13/2023. The traceability of this drilling sub-assembly shows that the drill used may have come from five different receiving batches, i.e. A total of (B)(4). However, we are not aware of any similar incidents.

Event description:
During installation of an icp sensor, the drill bit of the kit broke in the skull, during installation with the drill, resulting in a 2nd hole drilled, and larger incision and difficulties in removing the device with mobilization of the neurosurgeons.